Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The helix did not function, possibly because there was dried blood/body fluid in the helix housing and in the neck region which is prohibiting helix movement/testing.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this lead was removed from service for unknown reasons. No additional adverse patient effects were reported.